Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and no delivery test due to prime anomaly. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
It was reported that the insulin pump was returned for unknown reason. Customer's blood glucose was unknown.